Manufacturer narrative:
Batch review performed on 28 april 2021. Lot 2005215: (B)(4) items manufactured and released on 29-july-2020. Expiration date: 2025-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon successfully performed a washout and revised the poly.